Manufacturer narrative:
(B)(4). Batch #: u5a39y. Device analysis: the analysis results found that the cdh25a device arrived with no apparent damage, with the breakaway washer uncut and without marks. The device was reloaded with staples and tested with the returned washer for functionality. The device formed all staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples met the staple form release criteria. It is possible that an improper handling of the device caused that the staples come out of the pockets. It should be noted that before firing the device, the orange indicator should be fully within the green range of the gap setting scale. In addition, before firing the device, the orange indicator should be fully within the green range of the gap setting scale and the safety should not be released prior to firing. Also, if the firing sequence is not fully completed (the firing handle reaches its stopping point and the firing trigger is parallel to the instrument handle), staples could be partially deployed without cutting the washer. In addition, 17 unformed staples were returned inside from a plastic bag. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. Additional information was requested, and the following was received: could you please clarify when issue was found? After removed the retaining cap. Did any pieces fall into the patient? There no any pieces fall into the patient. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an endoscopic esophagectomy, some staples fell off after removing the retaining cap. Changed to another device to complete the procedure. There was no patient consequences reported. No additional information could be provided.